Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issue with their insulin pump. The customer states the pump alarmed for failed battery test and had blank display. The customer's blood glucose level was unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was monitored for 24 hours with multiple basal rates and the pump functioned properly. No blank display anomaly was noted. The pump passed the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all operating current measurements were normal. No unexpected low battery, failed battery test or off no power alarms were noted during testing. No damage inside the pump was noted. The pump was received with a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.